Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm and a large air bubble in the reservoir. Customer stated that this has occurred multiple times. Customer's current blood glucose reading is 7.0 mmol/l. No further information reported.